Event description:
It was reported that the programmer incurred an error while doing a sensitivity test on the patient's device. Technical services provided assistance in resolving the issue by cycling the power. The error cleared and the testing was completed. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.